Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient presented to the hospital after the lead integrity alert triggered on the right ventricular lead for short v to v intervals. A lead revision was planned. During the revision, the patient had a thrombosis of the vena subclavian and the patient experienced a sudden loss of blood pressure and oxygen saturation. The revision was discontinued and will be done once the patient is more stable. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two patient alerts for lead failure predictor occurred on (B)(6) 2011 08:30:14 and (B)(6) 2011 16:58:26. One episode of ventricular nonsustained tachycardia of 205 ms occurred on (B)(6) 2011 14:19:27. Ventricular short interval count (v-sic) of 117.4 counts avg/day, in 3.30 days, occurred between (B)(6) 2011 11:13:15 and (B)(6) 2011 18:20:44.